Manufacturer narrative:
It is unknown if device is available for evaluation.

Event description:
The date of the event is unknown. The customer reported that a primary plum set clave secondary port, clave y-site, secure lock, 103 inch had tubing cassette or stem above broke or cracked causing a spill of chemotherapy. No additional information was provided. The patient involvement is unknown and there was no report of an adverse event or harm.